Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the evis exera 160a system (maintenance unit) had an insufficient flow . There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: h6: (component code). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (14) years, since the subject device was manufactured. Based on the results of the investigation, olympus presumed, that the phenomenon occurred, due to buckling of the internal tube. Olympus will continue to monitor field performance for this device.